Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that uninterruptible power supply (ups) battery cartridge was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the uninterruptible power supply (ups) battery charge level of the mobile view station (mvs) was low. There was no patient present at the time of the issue.